Event description:
The physician was treating a pt who presented with atherosclerotic disease in two prior grafts. The pt had underlying severe cardiomyopathy and ejection fraction between 5-10%. The newer graft (lima to the lad) dating from the early 1980's was fully occluded and the older graft to the lad (from 1978) was 95 + % stenosed with a lesion near the ostium of the vessel. The graft had an acute angle near the ostium area of treatment. The physician placed a 7fr. Mp guide, prewired a bmw guidewire and predilated the lesion with a 2.0 mm maverick ptca catheter and another 3.0 mm maverick. They then placed the filterwire ez system and deployed a 3.5 x 18 mm cypher stent at 20 atm. The graft was 5.0 mm in diameter. Wanted to post-dilate the stent with a 4.5 mm balloon. In the process, they had trouble crossing the stent, and the filterwire moved proximal. The physisican tried to retrieve the filterwire but could not get the ez retrieval sheath through the stent either. The physician deep seated the guide catheter to retrieve the filter and this caused the filterwire filter loop to pull back into the stent. Then the physician attempted to pull filterwire back and the filter loop separated from the wire. The filter was not in the middle of the stent. The physician then took a choice pt guidewire and passed it under the filter loop assembly. Then he exchanged the choice pt wire for a mailman wire. The area was then dilated with a 1.5 mm and 3.0 mm balloon and a 3.5 cypher stent was placed to trap the filter assembly against the previously deployed stent. The physician stated that final blood flow was timi 3 (widely patent graft) with a vessel diameter of 4.6 mm. The pt was stable post-procedure. The pt presented at another hosp approx 14 days post-procedure with flash pulmonary edema and expired approx 15 minutes after arrival. The physician doubted whether the death resulted from any stent thrombosis because of the large patent vessel result post-procedure.